Event description:
It was reported that low hv lead impedance was observed during induction testing. The patient was rescued by an external defibrillator after two high voltage therapies did not defibrillate the induced vf. A fluoroscopy revealed degredation of the lead at the distal part of the rv coil. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.